Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing, the instrument did not fire, and the device broke. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no patient injury occurred.